Manufacturer narrative:
Conclusion: these devices are available for return to penumbra after the hospital has done an internal investigation. Follow-up mdrs will be submitted upon completion of the penumbra device investigation.

Event description:
During a stroke case, a penumbra system reperfusion catheter 054 broke into two pieces as it was loaded into a 7f destination sheath. A penumbra system reperfusion catheter 032 was loaded inside the 054 and was kinked. Neither catheter entered the patient. This MDR is associated with MDR 3005168196-2011-00144.